Manufacturer narrative:
A ge rep evaluated the system and replaced a workstation power supply. The system operates as intended.

Event description:
The customer reported, the system displayed a communication error and stopped working. No pt injury was reported.